Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 28-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that mini drawer did not close. A field service engineer (fse) worked with customer remotely and guiding the customer to open the release lever and subsequently test all mini drawers in diagnostics. The customer performed the tests, and all units were confirmed to be functioning correctly. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es two mini drawers were failed to close. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.